Event description:
The doctor reports that at the time of placing the implant at tooth site 36, he noticed that the threads of the implant were damaged; therefore, it could not be placed in the mouth and was removed. The procedure was completed with no negative impact on the patient¿s health.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) xiitp5411, (osseotite® tapered certain® prevail® implant 5/4 x 11.5mm) for evaluation. Visual evaluation was performed; the implant has signs of use. There was blood and debris on the implant internal and external threads. There were markings on the platform area that were consistent from handling/use. The implants drive feature and double hex were damaged/stripped. DHR review was completed for the subject lot number 2120037468. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120037468 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the root cause determined from the investigation was customer error, applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.